Event description:
No additional information.

Manufacturer narrative:
No sample of the 22003-0004 product was available for investigation. The customer did not provide lot information but reported that ¿air was introduced to the primary line despite drug remaining in the secondary line¿ toward the end of a pump infusion of docetaxol. As part of the investigation, the customer supplied a photograph of the affected sample and infusion setup. Analysis of the image confirmed the reported issue, as air bubbles were clearly visible in the line, and the drip chamber of the primary infusion line was empty; the infusion bag was also nearly empty. A closer analysis confirmed that both infusion bags were at a similar head height, and that the secondary infusion line was using a primary infusion set, which was looping below the drip chamber of the primary line. The details of this feedback were forwarded to the bd medical affairs team for further review. They suggested that the customer's set-up may have contributed to the customer's experience; the use of a primary line instead of a dedicated secondary set, may have resulted in an inadequate head height on the infusion line which, as the infusion bag emptied over time, may have resulted in insufficient pressure to push the fluid into the primary infusion line. As the lot number was unavailable, it was not possible to conduct a production documentation review for this product. In order to avoid issues of this nature in future, it is recommended to use a dedicated secondary set, and to ensure a sufficient head-height differential between the primary and secondary infusion lines. If necessary to use an alaris system set, it is recommended that the infusion be conducted through the second channel in the pump, and connected to the primary infusion line at a lower y-site below the pump. If necessary it is recommended that the clinician contact their local bd sales representative, who can provide suitable alternative products tailored to their clinical needs. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 22003-0004 product.

Event description:
It was reported that the bd alaris set had air in line. The following information was provided by the initial reporter: air introduced to primary line despite drug left in secondary line additional information received from the customer: can you please tell me how many quantities were involved? 1 line can you provide us the correct lot/batch number? Lot number unavailable was the affected product used on a patient or not? Yes, it was on a patient and the incident occurred while in use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.